Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign in the light guide tube and burn on the c-cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and reportable malfunctions were found. Based on the results of the investigation, the most probable cause of the light guide tube foreign material and c-cover burn could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.